Event description:
It was reported that the patient¿s stimulation was still on after she turned off and ¿put the machine away.¿ it was noted that the patient¿s stimulation vibrated to the point where she could barely walk. It was noted that it was in the left leg.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).